Event description:
It was reported that the patient underwent surgical consult on (B)(6) 2013. The surgeon programmed the device off after observing the high impedance reading. The patient's family indicated that the patient was very ill (near death) about a year ago for unknown reasons and only recently has the patient's mother felt the patient was medically stable enough to proceed with vns evaluation. It was reported that the patient's seizures are only 1-2 every few months and due to the patient's history the vns was programmed off for now to observe the patient prior to making a surgical decision.

Event description:
It was reported that the patient's vns was indicating high impedance on system and normal mode diagnostics. The patient's vns was not disabled as recommended in manufacturer labeling; however, the physician is aware of the recommendation and left the vns on at the mother's request. Last known diagnostics were taken on (B)(6) 2011. The patient's mother indicated that the patient had been experiencing increased seizures and myoclonic episodes for "the past several months." The neurologist indicated that the increased seizure frequency was still below the pre-vns baseline seizure frequency. No trauma or manipulation is believed to have occurred. X-rays will likely be taken but have not been sent to the manufacturer for review at this time. The patient's medications were increased to combat the increase in seizures. Surgery to replace the patient's lead is likely.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.